Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: cloudy in the gel, deformation device and weigh to the spec. Voids in the gel observed after autoclave cycle base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported ¿right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.